Event description:
Information received indicates the casters will lock into brake, but are turning a little at the caster stem.

Manufacturer narrative:
The technician found the all of the casters were worn which included cracks in the rubber tires. The technician replaced all of the casters to repair the bed.